Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procode: ktt complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.038m380sp lot: 637p429 part manufacture date: (B)(6) 2022 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade perf l80 tan product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument and assigned as part 04.038.380s for final packaging. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent osteosynthesis for trochanteric fracture of the femur. During the surgery, the trochanteric fixation nail advanced (tfna) blade insertion direction changed, and the blade slightly cut out the anterior femoral head. It was noted that this could possibly be due to the loose coupling screw, or because the blade was inserted without being firmly fixed. The surgeon removed the blade and tightened the coupling screw. Then, the surgeon inserted a 75 mm blade instead of the original 80 mm blade. The surgery was completed successfully with less than thirty minutes delay. The patient was stable. This report is for a tfna fenestrated helical blade 80mm - sterile. This is report 1 of 1 for (B)(4).